Manufacturer narrative:
No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.

Event description:
The customer reported that the system intermittently would not perform fluoroscopy. This would result in an intermittent, recoverable loss of image functionality. There is no report of injury or death associated with this event.